Event description:
Healthcare professional additionally reported capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is a medical event not related to the device. Malposition: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Red particles observed in the surface of the shell. White calcification observed in the surface of the shell. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side "need to have to have their implant replaced as they are encapsulated for a number of years". Later reported "pain in the left breast, the implant has twisted" and "both left and right implants were capsulated... I do not know the baker grade of the implants." Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "need to have to have their implant replaced as they are encapsulated for a number of years". Later reported "pain in the left breast, the implant has twisted" and "both left and right implants were capsulated... I do not know the baker grade of the implants." Device remains implanted.